Event description:
Report received indicated that when performing bilateral renal stenting, there was balloon withdrawal difficulty from the stent and one of the stents was positioned in a non-intention site. No anomalies were noted during the inspection of the products and products were used following the instructions for use (IFU). The target lesions were ostial stenosis with calcifications. Bilateral renal stenting was initiated with right renal artery. Direct stenting was performed with a palmaz blue (pb1560pss/r1006031). The stent-balloon delivery system was advanced and positioned at the lesion as usual. The balloon was inflated with a 10cc syringe to deploy the stent. The stent was fully deployed. Procedure continued by deflating the balloon for withdrawal; however, the physician felt that the deflated balloon was still stuck onto the stent struts. At one time the 10cc syringe was changed for a 20 cc syringe. Nevertheless the balloon was pulled back however, the stent came back with the balloon into the aortic artery. At this time, the 11cm sheath was exchanged for a longer sheath and the stent was snared and maneuvered down to the external iliac artery where it was deployed with a 9mm balloon.

Manufacturer narrative:
Procedure continued by treating the left renal artery with a palmaz blue stent. The stent deployed successfully however, also at this site the deflated balloon did not detach from the stent properly. Given the preceding incident, the physician, was ready and used the sheath to give some support to the stent and the stent was deployed in situ. Afterward the right renal artery was again cannulated and treated with another palmaz blue stent with success through also at this time, there was withdrawal difficulty after balloon deflation. There was no adverse consequence to the patient. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of three products involved in the same patient and reported under manufacturing numbers 9610978-2007-00297 and 9610978-2007-00298.